Event description:
The customer received questionable thyroid results for one patient sample from an unknown roche analyzer. A new sample from the patient was sent for investigation and tested on an analytical e module analyzer serial number (B)(4) and a centaur analyzer. Of the data, only the results for free triiodothyronine (ft3) were discrepant. Refer to the attachment to the medwatch for all patient data. The results were not reported outside the laboratory. The investigation results were reported to the customer. No adverse event occurred.

Manufacturer narrative:
This event occurred in (B)(6).

Manufacturer narrative:
A specific root cause could not be identified. Additional information for further investigation was requested but was not provided. From the information provided, a general reagent issue was not likely. Variances can be expected when comparing results generated by different types of analyzers. For thyroid parameters, the patient's age, gender, and other characteristics should be considered evaluating the results.